Event description:
Pt was receiving epoprostenol via cadd prizm vip model 6101 pump (device #1). Pump had been infusing for hours. Pump alarmed. Message displayed, "error detected". Rn found that no medication was infusing. A second cadd prizm vip pump (device #2) was obtained and would not allow the rate to be programmed any greater than 2.1 ml/hour. Pt coded within 20 minutes of pump issues developing. Pt expired.